Manufacturer narrative:
Onsite inspection of the device by a spacelabs field service engineer (fse) confirmed that the equipment performed to specifications. The customer stated high flows were used during the patient case to compensate which may have indicated a leak in the patient circuit. The patient circuit was discarded by the customer prior to the onsite inspection by the fse. Consequently, the patient circuit could not be inspected. The anesthesia machine passed all functional tests and was returned to service by the customer. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a service repair request on (B)(6) 2015 for bellows collapse while in use for a blease sirius anesthesia system. No injury was reported as a result of this event.